Event description:
Asept drains by braun for chest and abdomen drainage also have luer adaptors that are able to be hooked up to IV lines or medications inadvertently given through the drainage line. No errors have occurred at our facility but the potential exists. The company, braun, came up with a solution by mfg red caps to place over the end. Unfortunately, that is the color of our IV line caps that we use. Medication administered to or used by the pt: no. Outcome: no errors have occurred at our facility but the potential exists. Pt counseling provided: unk. Reporter's recommendations: the company, braun, came up with a solution by mfg red caps to place over the end. Unfortunately, that is the color of our IV line caps that we use. (B)(6).